Event description:
It was reported that during a routine device change-out, fluoroscopy revealed externalized conductors. The patient was later transferred to another hospital in which lead extraction was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal for the returned lead portion 13.1cm from the connector pin. Without return of the entire lead, a complete analysis cannot be performed.